Manufacturer narrative:
Investigation summary: one 10ml syringe in an opened package from batch #8060881 (B)(4). Was received. It was visually evaluated. The syringe was found to have jammed stopper. Potential root cause for the jammed stopper defect is associated with the assembly process. Controls are in place that include hourly inspections for all defects to ensure containment of defect and quality of the final product. The aql for incorrect assembly is 0.65%. The defective rate identified is 1 out of 504,000, which is 0.0002%. No corrective actions are necessary based on the defective rate identified a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported with the use of the bd syringe luer-lok¿ tip there was an issue with damaged product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd syringe luer-lok¿ tip there was an issue with damaged product.